Manufacturer narrative:
Primary reported as 12 years ago. Eval was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. Provided info stated the onset of pain and joint instability began when the pt experienced trauma (fall). Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt fell in 2008 has had pain and instability since that time. Polyethylene wear noted on insert.